Event description:
A memory lens which had been implanted in the pt's right eye in 1999. At exam in 2003, opacification of the implanted device was diagnosed. Visual acuity recorded as 20/25 od. The pt was instructed to return for evaluation in one year unless increasing symptoms of glare or blurring occur. No further info is available at this time.